Event description:
It was reported that the system 9800 would not complete initialization after numerous attempts. A replacement system was used and the procedure was complete without incident. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The main failure relating to initialization was found to be caused by the single board computer. This was replaced with the latest version. To maintain system compatability the fluoro function circuit board, image processor, display adapter, and video controller circuit boards along with the backplane. It was also noted that the error log showed hard drive failures and the hard disk driver was replaced. The ac cord was found to be frayed and was replaced along with interconnect cable. The system was tested and found to be working as intended and placed back into service.